Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. It was reported that the patient presented with ventricular tachycardia requiring a new ICD lead. Following the lead placement he developed a hematoma requiring decreased anticoagulation. The patient had 9 shocks yesterday for vt, moved to the ICU, and decompensated overnight developing low flows and hypotension. The patient required intubation and was placed on va ECMO this morning. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented with ventricular tachycardia (vt) that required a new implantable cardioverter-defibrillator (ICD) lead on admission. Following the lead placement, patient developed hematoma that required decreased anticoagulation. Decompensated overnight and developed low flows and hypotension. Patient required intubation and was placed on venous aterial extracorporeal membrane oxygenation (va ECMO). A log file review was requested. The manufacturer technical services reviewed the log file and observed power and flow trending downward. The pump appeared to be operating as intended. No further information was provided. The ICD manufacturer was requested, but was not provided.